Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a constant tone on their insulin pump. The customer also stated their insulin pump reset itself without the customer's command. Customer's blood glucose was 184 mg/dl. It was found the constant tone occurred during a basal delivery. Customer stated their insulin pump passed a selftest. The customer also stated the tone disappeared after removing the battery for five minutes. The customer was advised to monitor their insulin pump. No additional information provided.